Event description:
The manufacturer received information alleging that during inspection of a trilogy evo device, and a ventilator inoperative alarm was confirmed on the device. The trilogy evo device was replaced with another device. The patient's family had stated that the trilogy evo device operated properly once it was restarted after the alarm had occurred on the device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, motor shutdown event (e-0110), was observed on the device's error log. The manufacturer service technician further evaluated the device and recommended that the system printed circuit assembly (pca) board and blower would be replaced as a preventive measure for this device. In conclusion, the device's system pca board and blower were replaced to address the issue. Additionally, during the service of the device, the flow sensor was replaced for contamination unrelated to the reportable issue.